Manufacturer narrative:
Correction on 3500a follow-up report to #4 as in this follow-up report it was stated that the patient was a (B)(6)-year-old female. However, these fields were not populated. Therefore, they have now been processed. Manufacturer's reference number: (B)(4). Legacy manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Additional information was received on september 20, 2018 under manufacturer¿s reference number (B)(4) (this complaint was from a literature source - title: ¿entrapment of a circular mapping catheter in a pulmonary vein during atrial fibrillation ablation.¿) stating that this event was previously reported. After further investigation, it was found that this event was reported previously under legacy manufacturer¿s reference number (B)(4). Since, manufacture¿s reference numbers (B)(4) and (B)(4) are duplicates, manufacturer¿s reference number (B)(4) was created for legacy manufacturer¿s reference number (B)(4). Additional information related to this event was retrieved from manufacturer¿s reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation a(afib). During the procedure, two 8.5-f-long sheaths (8.5 f sl1 fast-cath guiding introducer, st. Jude medical) were advanced in the left atrium. Both right and left pv were isolated, and the lasso catheter was introduced in the left inferior pv. While attempting to retract the lasso mapping catheter, the lasso became entrapped with a pulmonary vein. The sheath was advanced, and the lasso could be inserted into the sheath as far as the tip. Pv angiogram showed that the catheter was positioned in a small side branch. After several attempts to maneuver the lasso, the physician pulled lightly, which successfully freed it from the pulmonary vein. After a few seconds, the patient began to cough, which produced bloody foam. When the lasso was retracted from the sheath, the physician noticed approximately 1.5-cm-long tissue strip, suggesting complete stripping of the side branch. Pv angiogram confirmed intrapulmonal hemorrhage. Anticoagulation was immediately reversed with protamine. With the patient hemodynamically stable, a contrast-enhanced CT-scan was performed immediately, confirming the intrapulmonal hemorrhage and the paravasation of the contrast medium in the left paracardial lower lobe. However, no active bleeding was observed in the CT-scan. To prevent aspiration and recurrence of bleeding, the patient remained intubated under deep consciousness sedation for 48 h. Anticoagulation was restarted 48 h with dabigatran bd 150 mg. Control CT-scan demonstrated no active bleeding and a decrease of the intrapulmonal hemorrhage. Patient recovered and was discharged from the hospital 5 days later. Physician¿s opinion regarding the cause of the adverse event is that it was likely procedure-related and/or patient-related and definitely not product-related. Concomitant products: non-biosense webster, inc. - two 8.5-f-long sheaths (8.5 f sl1 fast-cath guiding introducer, st. Jude medical). Manufacturer's reference number: (B)(4). Legacy manufacturer¿s reference number (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso catheter and suffered a vascular dissection and hemoptysis requiring sedation, intubation, and computed tomography (CT). While attempting to retract the lasso mapping catheter, the lasso became entrapped with a pulmonary vein. After several attempts to maneuver the lasso, the physician pulled lightly, which successfully freed it from the pulmonary vein. After a few seconds, the patient began to cough, which produced bloody foam. When the lasso was retracted from the sheath, the physician realized that a portion of the pulmonary vein had been dissected and had become entangled with the lasso. Patient required extended hospitalization as a result of this adverse event to monitor for pulmonary bleeding. Patient recovered and was discharged from the hospital. Physician¿s opinion regarding the cause of the adverse event is that it was likely procedure-related and/or patient-related and definitely not product-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso catheter and suffered a vascular dissection and hemoptysis requiring sedation, intubation, and computed tomography (CT). While attempting to retract the lasso mapping catheter, the lasso became entrapped with a pulmonary vein. After several attempts to maneuver the lasso, the physician pulled lightly, which successfully freed it from the pulmonary vein. After a few seconds, the patient began to cough, which produced bloody foam. When the lasso was retracted from the sheath, the physician realized that a portion of the pulmonary vein had been dissected and had become entangled with the lasso. Patient required extended hospitalization as a result of this adverse event to monitor for pulmonary bleeding. Patient recovered and was discharged from the hospital. Physician's opinion regarding the cause of the adverse event is that it was likely procedure-related and/or patient-related and definitely not product-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso catheter and suffered a vascular dissection and hemoptysis requiring sedation, intubation, and computed tomography (CT). While attempting to retract the lasso mapping catheter, the lasso became entrapped with a pulmonary vein. After several attempts to maneuver the lasso, the physician pulled lightly, which successfully freed it from the pulmonary vein. After a few seconds, the patient began to cough, which produced bloody foam. When the lasso was retracted from the sheath, the physician realized that a portion of the pulmonary vein had been dissected and had become entangled with the lasso. Patient required extended hospitalization as a result of this adverse event to monitor for pulmonary bleeding. Patient recovered and was discharged from the hospital. The returned device was visually inspected and reddish brown material was found stuck to the tip dome of the catheter. Per the event, the catheter was tested for electrical performance and it was found within specifications. Then per the event, a deflection test was performed and the catheter passed. Additionally, the catheter outer diameter was measured and it was found within specifications. Per material observed on the catheter tip, a fourier transform infrared spectroscopy (ft-ir) was performed. The results showed that based on the absorption bands observed in the ir spectrum obtained from the brown foreign material adhered on the biosense webster, inc. Catheter under ring #1, it is suggested that this material had a biological composition similar to that shown by human tissue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the foreign material entangled with the lasso catheter was confirmed. However, the catheter functionality was found within specifications. No issues were observed. Additionally, with the information gathered, the cause of the adverse event was definitely not product-related per the physician¿s opinion.

Manufacturer narrative:
During a peer review, a correction was noted to the device history record review provided in 3500a supplemental #2. We originally provided, ¿ the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.¿ however, it should have stated, ¿since the lot number is not available and this product in particularly does not have eeprom, the device history record (DHR) cannot be reviewed. However, during the analysis, no catheter malfunctions were observed.¿ (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/23/2017. The first visual inspection found reddish brown material stuck to the tip dome of catheter near ring #1. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).